Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the case was completed with cryo, with touch up being performed with radiofrequency ablation. The patient has recovered and discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient complained of significant pain. The case outcome is unknown. Three days post procedure, bleeding was noted from the esophagus via computed tomography (CT) scan and endoscopy. Subsequently, a hematoma was formed on the patient's throat. A proton pump inhibitor (ppi) was administered. The patient was ordered immediately to have nothing by mouth, and was admitted to the hospital for monitoring. The patient had a prolonged hospitalization, in which computed tomography (CT) scans were taken every week. The hematoma resolved, and a CT scan and endoscopy will be performed on a later date. The patient has started eating a liquid diet. No further patient complications have been reported as a result of this event.